Event description:
Event description boston scientific received information that this right ventricular lead exhibited an impedance measurement greater than 2500 ohms and noise. The patient is not pacer dependent. The clinician also requested information regarding spinal cord stimulator interactions.